Event description:
It was reported that the patient's right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.